Event description:
A customer reported difficulty in removing and loading cartridges into the pump, requiring extra force both to remove and get them to lock correctly. Additionally, the longer tubing was becoming increasingly inconvenient. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance or troubleshooting, and since they are out of warranty, they are in the process of obtaining a new device. No further action was required.